Manufacturer narrative:
Based on the current information provided, the root cause of the customer failure mode cannot be determined or is unknown. Isi has requested for return of the green sureform 30 reload to isi for failure analysis evaluation. However, as of the date of this report, the stapler reload has not been returned. If additional information is received, a follow-up MDR will be submitted. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: the sureform 45 curved-tip instrument (part #480545-04, serial #(B)(4), and lot #l90210208-0008) completed 12 firing events without any issue/errors. The firing sequence of the sureform 45 reloads were as follows: 3 white, 1 green, 2 white, 5 blue, and 1 green. The stapler 30 curved-tip instrument (part #470530-08, serial #(B)(4), and lot #t10190809-0006) had 4 firing events. The first 3 firings were completed with blue stapler 30 reloads. The 4th firing with a green stapler 30 reload was incomplete with a completion percentage 40.18. An error code 22030 was noted in the system logs stating ¿a curved-tip, stapler 30 failed in its operation on usm2." A review of the instrument logs has been performed. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary lobectomy surgical procedure, it was alleged that a green stapler 30 reload installed on a stapler 30 curved-tip stapler instrument partially fired on unspecified tissue. As a result, the surgeon used a hand-held laparoscopic stapler instrument and other unspecified means to complete the staple line. It is unclear if the staple line had any unapproximated tissue. At this time, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, it was alleged that a partial fire occurred after a green stapler 30 reload was fired with an endowrist stapler 30 curved-tip instrument on unspecified tissue. It was also reported that the staples did not properly form. The surgeon used a hand-held laparoscopic stapler instrument and other unspecified means to finish the stapling of the tissue and the case was completed robotically. Intuitive surgical, inc (isi) has reached out to the surgeon to obtain additional information but has not yet received a response.